Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached two ruby coils into the target vessel using another manufacturer¿s microcatheter. While attempting to advance a new ruby coil into the same microcatheter, the technologist experienced resistance and subsequently, the ruby coil pusher assembly became bent. Therefore, the ruby coil was removed and the physician decided that the procedure was successfully completed at this point. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4).